Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the atrial fibrillation ablation isolation to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of the sheath continuous air bubbles were noted due to compromised hemostatic valve, despite flushing and aspirating several times the issue wasn't resolved. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis. It was further reported that bubbles were noted when sheath was inserted through groin. Bubbles were observed in shaft as well as side port. The pump at was 30ml per hour was used. No leak or air was seen in patient. The farawave catheter was not inserted, only starter guidewire was inside the sheath when air was observed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation isolation to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of the sheath continuous air bubbles were noted due to compromised hemostatic valve, despite flushing and aspirating several times the issue was not resolved. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that bubbles were noted when sheath was inserted through groin. Bubbles were observed in shaft as well as side port. The pump at was 30ml per hour was used. No leak or air was seen in patient. The farawave catheter was not inserted, only starter guidewire was inside the sheath when air was observed.